Event description:
Patient reporting that her pump (sn: (B)(4)) has been alarming. She did not know when this started but says that the alarm will bo off and the screen will just go blank as if the device had turned off. She says she would remove the batteries and restart the device and usually it would function fine afterwards. She says the last time she tried switching to it, it was alarming and said blockage detected. She says she checked her line and there were no blockages. Back-up pump works fine. Product fault did occur while in use with patient. Product issue did not cause/contribute to patient or clinical injury. Device is available to be returned for investigation. We did replace device. Reported to (B)(6) by: patient/caregiver. Dose or amount: 50ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.